Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. Tandem technical support had the customer perform a system check and the occlusion appeared to be related to the infusion set site. However, the customer indicated that the loading process was not completed properly and air bubbles may have been introduced into the tubing. The customer indicated that the infusion set site would be changed.